Event description:
It was reported that the patient had an irritation at the implant site. Overtime, an infection developed. It was identified as staphylococcus aureus. The patient was treated with antibiotics (type unknown). However, the infection did not resolve. The surgeon decided to explant the patient's c1 device. The patient will be reimplanted at a future date.